Event description:
Information was received that after implanting the new nail, an intraoperative test was performed and the nail was not functioning. The surgeon opened the osteotomy site to assure it was complete and freed any soft tissue attachments that may have been interfering with nail function, however, the nail was still unable to move and was then explanted. Nail functionality was confirmed on the back table and was then reimplanted. After further osteotomy site and soft tissue manipulation the nail was able to successfully move the intercalary segment. The nail was tested back and forth a few times to confirm functionality once again and it did not work. The nail was then explanted and replaced. Per the reporter, the explanation for these issues is some sort of unknown patient anatomy that prevented the transport. No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it was discarded. The root cause is unable to be determined.